Event description:
As reported by the edwards territory manager, during a transapical tavr procedure during the initial placement of the purse string sutures the patient had excessive bleeding and was placed on bypass support. At the end of the procedure upon removal of the ascendra sheath, the physician attempted to close the apex access site but continued to experience bleeding and tissue tearing; acquiring adequate control of the access site became challenging thus the physician converted to full sternotomy and repaired the access site. Per additional information received from the edwards clinical specialist, the patient status post tavr was stable. The sheath in this case did not malfunction. The surgeons described the heart tissue as just falling apart with the stitches; the heart tissue was described as similar to paper mache/friable tissue and fell apart with the stitches causing the uncontrollable bleeding. It caused the team to go on pump early and made their angle of delivery of the sheath to the valve to be offset and not straight.

Manufacturer narrative:
Per the device's instructions for use (IFU), complications associated with the transapical transcatheter aortic valve replacement (tavr) procedure include but are not limited to cardiovascular or vascular injury, such as perforation or damage (dissection) of vessels, ventricle, myocardium or valvular structures, hemorrhage (bleeding) which may require intervention. In this case, as reported by the physician, the event was attributed to the friability of the patient's ventricle and the overall fragile condition of the ventricular tissue. Since there is no allegation of device malfunction, or labeling issues, and the event was determined to be a result of patient conditions, no further investigational activities will be performed. The IFU and edwards thv patient screening and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventive actions are required. This is one of two manufacturer reports being submitted for this case. Please reference manufacturer report no. 2015691-2013-20028.